Event description:
The customer reported a leak inside the lh780 instrument. The volume of the leak was about 2 ml and was contained within the instrument. There was no biohazard exposure to open wounds or mucous membranes. In addition, no erroneous results were generated in connection with this event.

Manufacturer narrative:
Service was not dispatched because the customer was able to troubleshoot the leak with help from customer technical support (cts). The customer found that the rbc diluent dispenser, pm2, was leaking but did not know the origin of the leak. The customer replaced all of the tubing attached to pm2 per the instructions of cts. The customer stated that after replacing the tubing the instrument was running without any leaks. (B)(4). Customer resolved the issue.